Manufacturer narrative:
(B)(4). D10: cat# 650-1159 lot# 3211543 delta cer fem hd 28/-3mm t1 g2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during assembly of a bipolar implant, the liner and metal shell could not be fitted together. Intra-operatively, the retaining ring was found to be deformed, which prevented assembly; the procedure was completed using a cup one size smaller. There were no known consequences or impact to the patient. Attempts have been made and no further information has been provided.